Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an under dose related to an unspecified access set. The event was further reported as the patient only received part of the anesthesia and did not keep them anesthetized. It was not reported if the patient was hospitalized due to the event. Treatment details and patient recovery status were not reported. No additional information is available.